Event description:
The pt reportedly experiences migraine headaches that start at the implant site and spreads to the rest of their head. The pt reportedly does not wear their device consistently. In november, 2004, the pt was seen by a company representative for device evaluation. The pt had requested that their device be explanted. Testing performed confirmed that the device was functioning. The pt's device was explanted. No reimplantation is planned.